Manufacturer narrative:
Concomitant medical products: 419488 lead, 693565 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a ventricular fibrillation (vf) episode, the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. The lead remains in use. No further patient complications have been reported as a result of this event.